Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting was performed and the occlusion was related to the cartridge. A supply change was performed resolving the occlusion. Customer's blood glucose (bg) level was 170 mg/dl. Customer's bg continued to elevate to 515 mg/dl and ketone level was high. A correction bolus was delivered to address bg. The non-tandem cannula was found to be bent. Customer was admitted to the hospital for elevated bg and intravenous insulin was administered. Elevated bg/ketones were resolved with no permanent injury. Customer was discharged on (B)(6) 2019 and pump therapy was resumed.